Event description:
The customer called to report he had experienced high bg levels (in the 400 mg/dl range) while wearing a pod. No blood was reported in the cannula, nor was the cannula reported to have been kinked. The pod will be returned for evaluation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.